Event description:
This complaint is one of five reported blood leaks (it was verified that in every case an internal leak occurred during dialysis. Blood was sensed in the dialysate). There were no pt injuries associated with any of the reported leakes. There was no measurable blood loss due to the actual leaks, but in each case 150 cc of extracorporeal blood was discarded. In each case the dialyzer had been reused; this use number was 16. In contact with chief technician and area technical manager to investigate contributing factors within the reuse system. Customer is currently using echo reprocessing equipment with 2% renalin for clean cycle and 4% renalin for final disinfectant. Co is awaiting further info from technical staff. Mdrs filed due to blood loss only. 1/13/98 conversation with chief technician revealed that there has been one blood leak since these five events. He did admit there were newly trained pt care staff, 2-3 mo. Experience and a reuse technician with 7 mo. Of experience. With suggestion, he did re-validate his disinfectant concentration for 2% and 4% on the reuse equipment.